Event description:
It was reported to boston scientific corporation that during a "tul" procedure some resistance was met upon inserting the device. No kinks were visually identified on the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." The patient is reportedly under age 18.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent's suture hole was ripped. This was most likely caused while pulling the suture from the stent in order to remove it. The suture was detached and not returned. Based on the event information, the defect was identified inside the patient during the procedure. (B)(6).